Event description:
Per the clinic, the device was explanted (date not reported). It is unknown if the patient was re-implanted with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 19, 2026, was filed inadvertently. No explant has occurred, explant and reimplantation is planned but has not taken place at the time of this report. The implanted device remains.